Manufacturer narrative:
Investigation description: no abnormal wear or damage to exterior of device. A rattling sound came from device suggesting a loose object. The device was placed on a charging pad; however, it did not power on or charge. The device was opened and an extra loose screw was found. After the device was opened and the extra loose screw was removed, a good reference battery was installed for testing. The device powered on right after reference battery was installed. The issue was determined to be a defective battery.

Event description:
It was reported that the ilet did not charge despite placement on the charger with an illuminated charger indicator, resulting in persistent low battery messages and inability to use the pump, and the user confirmed the charger could charge a smartphone. Symptoms included no reported injury and stable glucose at 123 mg/dl via cgm. Outcomes included interruption of ilet therapy and the need for a replacement device, with instructions provided for shutdown, return, and re-initiation, and the ability to continue cgm use via dexcom app or receiver. Investigation included remote troubleshooting, verification of charger functionality with another device, and an attempted log review without synced data. Investigation of this case revealed a suspected charging failure of the ilet device, with the charger component functioning and the pump not accepting charge as expected. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the ilet¿s charging function, specific root cause undetermined without device analysis.